Event description:
It was reported that about 6-8 months ago, the patient had a loss of therapeutic effect, noted as a return of some of his symptoms. On 2013 (B)(6), the patient was on the floor at work and couldn¿t move. His symptoms have included unable to move, loss of bladder control, heaviness of arms and legs and feeling ¿locked up.¿ the patient had several falls, including down the stairs, falling to his knees, tripping on his shorts, and falling and breaking a desk. Of note, the patient had surgery on (B)(6) 2012 for degenerative disc disease and was in a brace during the recovery. The patient was seen on 2013 (B)(6) by his physician and a lot of troubleshooting was done with the stimulation and his medications. The stimulator battery level was at 2.64 volts, which it had been for many months. It was reviewed that if the settings were lowered, the voltage could have plateaued. His medications were adjusted and he was now taking them every 3 hours. The patient was also given the option to adjust his stimulation. It sometimes took a day or 2 for the adjustments to take effect. Since the adjustment on 2013 (B)(6), his dyskinesia¿s had improved and the ¿freezing¿ had improved. The patient's wife would try to adjust stimulation as needed, since the patient could not adjust on his own as he could not hear the beeps the system made. The patient was due for follow up on 2013 (B)(6). A second opinion was also being considered. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3387-40 lot# j0527943v, implanted: 2005 (B)(6), product type lead product ID 3387-40 lot# j0537423v, implanted: 2005 (B)(6), product type lead. (B)(4).